Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: dates: (B)(6) 2011, inratio: 5.3, lab: 4.5, comments: warfarin was adjusted. Pt's therapeutic range: (2.5-3.5).